Event description:
It was observed that during the device evaluation, the high flow insufflation unit had light emitting diode segments on the digital bar graph of the front panel that do not illuminate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.